Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2010. Reimplantation is planned, but has not taken place at the time of this report (B)(6) 2010.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per patient's surgeon, the device is not available for analysis. This report is filed (B)(4), 2011. Device is not available for analysis.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device. Patient underwent a two stage surgery; stage one occurred on (B)(6), 2010 and the second stage occurred on (B)(6), 2011. This report is filed (B)(6), 2012. Device not available for analysis.